Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experience hyperglycemia with a blood glucose (bg) of 570 with large ketones, symptoms of dehydration, dizziness and lightheadedness associated with a power issue. The patient was hospitalized with diabetic ketoacidosis and treated with insulin via injection and intravenous (IV) fluids by their health care provider. During troubleshooting with customer technical support (cts), it was found that the patient was unable to tighten the battery cap and the battery compartment was cracked. The reporter stated that the patient had decubitus infection and possible urinary tract infection (uti). This complaint is being reported because the patient experienced hyperglycemia due to an intermittent power issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/05/2017 with the following findings: review of the pump¿s black box revealed an unexplained rebooting event on (B)(6) 2017 at 09:50; deliveries resumed 23:50. Another unexplained rebooting event occurred on (B)(6) 2017 at 00:31; deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. Three battery compartment cracks were observed. The returned battery cap threads were damaged and a power issue was experienced with the returned cap. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm with the test cap. The pump passed a delivery accuracy test with the test cap. No moisture ingress was found to the battery compartment or pump internals. No damage or defect was found to the power circuit. A cartridge compartment crack was observed. The display was found to be dim and discolored. (B)(4).